Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-12: product expired. Note: manufacturer contacted customer in a follow-up call on 26-oct-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high and low blood glucose test results. The customer is concerned with test results from results obtained of 111, 206, 231, 159 and 107 mg/dl. The customer¿s expected fasting blood glucose test result range is 111-117 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. Customer's test strips were also expired: manufacturer¿s expiration date is 02/24/2020. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).